Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned a photo of a 1cc syringe. Customer states that the rubber stopper is bent. The attached photo was examined and exhibited a slightly deformed stopper in the barrel. Unable to perform DHR check due to unknown lot number. Based on the above, no additional investigation is required at this time. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that an unspecified number of syringe 1ml 29g 12.7mm 10bag 500 EU experienced deformed stoppers. The following information was provided by the initial reporter: rubber stopper is bent.